Manufacturer narrative:
The patient was actually trying to enter a blood glucose (bg) level of 9.8 mmol/l (176.4 mg/dl) into the personal diabetes manager (pdm) but instead enter a bolus. The patient did not intend to give a bolus at the time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped between 2-3 mmol/l (36-54 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. The patient reported mistakenly delivering a bolus of 10 units which was too high for her. The patient does not use the bolus calculator to determine the amount of bolus to deliver and calculates it herself. The patient is unable to recall the type of treatment provided at the hospital. The patient was discharged after 12 hours.